Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 and (B)(6) 2024 recorded the stable shock impedance around 80 ohms and stable pacing impedance around 500 ohms. The analysis of the provided iegm episodes no. 106 from (B)(6) 2024, no. 103 from (B)(6) 2024, no. 62 from (B)(6) 2023, no. 54 from (B)(6) 2023 and no. 43 from (B)(6) 2023 revealed artifacts on rv channel. Furthermore in episodes no. 72 from (B)(6) 2024 and no. 55 from (B)(6) 2023 artifacts leading to oversensing was noted. In episode no. 66 from (B)(6) 2024 a synchronous artifact on ff channel and rv channel resulting in oversensing was found. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the lead was capped and replaced during a box change due to oversensing since (B)(6) 2024.